Event description:
A report was received that the patient's pocket site was not healing. The patient's precision system was explanted. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
Patient weight not available. The device evaluation indicated that the ipg passed visual, photographic image, performance and electrical tests performed. The ipg was able to be fully charged after one charge cycle. The lead passed visual and photographic image inspection. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occured during manufacturing. This is a final report.